Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that during acetabular reaming when the mics handpiece was attached to the reamer the grey handle on the mics detached from the mics handpiece itself. Product evaluation and results: as per attached picture the failure mode was confirmed, as the attached picture shows that the grey handle was dissociated from the handpiece. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0670 and (B)(4) devices were accepted into final stock on 10/24/2015. A review of qt 15-10-0069 and qt 15-10-0070 revealed that the issues are not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0670 shows 01 additional complaint(s) related to the failure in this investigation. Complaint pr:(B)(4). Conclusions: as per attached picture the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA 1452931.

Event description:
During acetabular reaming when the mics handpiece was attached to the reamer the grey handle on the mics detached from the mics handpiece itself. Case type: tha.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During acetabular reaming when the mics handpiece was attached to the reamer the grey handle on the mics detached from the mics handpiece itself. Case type: tha.